Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -11.5 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens on (B)(6) 2016 and the problem was resolved. On (B)(6) 2016, patient's best corrected visual acuity (bcva) was 20/20.

Manufacturer narrative:
Device evaluation: the lens was returned dry and bent, in lens case/vial. There was also clear surgical residue/debris on product. Visual inspection found the lens haptic broken. (B)(4).